Event description:
It was reported the dermatome device switch was sticking. It was reported the device might have been in contact with the patient however, there was no patient injury. No revision or medical intervention was required.

Manufacturer narrative:
Integra has completed their internal investigation on 10dec2014. The investigation included: methods - evaluation of actual device. Review of device history records. Review of complaint history. Results - device history record reviewed for s-1393 show no abnormalities relate to reported incident found. The device was manufactured july 31, 2013. This device passed all required inspection points with no associated mrr's, variances or rework. No service history is on file for this device. No new design or manufacturing trend has been identified. Conclusion - in summary the end users reason for return was verified, the most likely cause could be due to the corrosion observed around the head and inside of the actuator rod pocket of the returned device. An in-service is being recommended with focus to proper cleaning/maintenance of this device.